Manufacturer narrative:
The insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Multiple boluses and basal rates were programmed. The correct amount of basal and boluses were properly delivered and recorded in the history. No delivery anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Event description:
Customer's mother reported that the customer had been off of the insulin pump since (B)(6) 2013. Customer's mother reported that the insulin pump had not been delivering the correct amount of insulin. Customer's mother also stated that the customer had been experiencing high blood glucose levels prior to being taken off of the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.